Manufacturer narrative:
Product event summary: photos and the afr-00001 sphere catheter with lot number 0013003327 was returned and analyzed. The photos showed white debris/foreign material at the bottom of the saline bowl. The photos also showed white debris/foreign material stuck to the latex electrode. During external visual inspection, the sphere 9 catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported tissue in tip was confirmed through photo analysis. The sphere catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure involving the sphere 9 catheter, tissue was found in the cage of the catheter, and additional tissue was noticed in the heparinized saline bowl after the catheter was removed from the body. The tissue was identified while preparing to reinsert the catheter the right atrium and reprepping the catheter. The procedure was completed and continued with a replacement device. No patient complications have been reported as a result of this event.